Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The two (2) drill 1.6x115mm 26mm stop (item# 46-1007, lot# 327137) were returned for investigation. It was determined that the '327137' etched on the body of these drills is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 4 possible zimmer biomet lots: 895770, 604330, 490830, or 472910. Visual examination of the returned drills confirmed the products' identity. It was also confirmed that the drills were fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number etched on the product is the vendor's lot number. Following a review of production records and the customer's purchase history, the following four (4) lot numbers are potential zimmer biomet lot numbers: 895770, 604330, 490830, 472910. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00189. Concomitant medical products: medical products traumaone system drill, 1.6x115mm 26mm stop, part# 46-1007, serial# (B)(4)., potential lot numbers# 895770, 604330, 490830, 472910. MFR site: (B)(6).

Event description:
It was reported two (2) drill bits fractured while transplanting the fibula during reconstruction of the mandible. The broken tip was removed from the patient¿s body. It was reported that no further information was available.